Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48230, 1627487-2020-48231, 1627487-2020-48232, 1627487-2020-48234. It was reported during an implant procedure on (B)(6) 2020 after four leads were implanted and the case was almost complete the patient coded. The patient was flipped and resuscitated with chest compressions. After the patient was stabilized, the doctor closed the pocket with staples. Only two of the drg leads are connected to the ipg. The other two are implanted but are not plugged into the ipg. The ipg is currently in surgery mode. The patient was transferred to the ICU. After the patient heals from an unrelated infection the two remaining leads will be connected to the ipg.

Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received indicates surgery took place on (B)(6) 2020 wherein the two leads were connected and the patient has effective therapy.